Manufacturer narrative:
Block b3: date of event - date is approximate block d2b: product code - additional product code qon block d4: neurostimulator model number neurostimulator sn# block g4: premarket / 510(k) # - additional # p190006 block h11: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Based on this investigation, the investigation conclusion code of 'known inherent risk of device' was chosen as the allegation relates to urinary tract infection, pain, and urinary retention which is addressed in the product labeling and risk documentation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient with this neurostimulator was experiencing difficulty fully voiding when urinating resulting in pain and recurrent urinary tract infections (utis). While the patient had not needed to self-catheterize daily during their advance trial, they reported increased catheterization over the prior week. The clinical specialist assisted the patient in adjusting device settings and advising to follow up in one to two weeks if further adjustments were needed. The patient's recurrent utis were noted to have begun prior to implant of their system and their physician believed they may continue to experience utis until retention symptoms are better managed and therapy settings optimized. No further patient complications were reported.

Manufacturer narrative:
Date of event (b3) - date is approximate. Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional # p190006. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient with this neurostimulator was experiencing difficulty fully voiding when urinating resulting in pain and recurrent urinary tract infections (utis). While the patient had not needed to self-catheterize daily during their advance trial, they reported increased catheterization over the prior week. The clinical specialist assisted the patient in adjusting device settings and advising to follow up in one to two weeks if further adjustments were needed. The patient's recurrent utis were noted to have begun prior to implant of their system and their physician believed they may continue to experience utis until retention symptoms are better managed and therapy settings optimized. No further patient complications were reported.

Event description:
It was reported that the patient with this neurostimulator was experiencing difficulty fully voiding when urinating resulting in pain and recurrent urinary tract infections (utis). While the patient had not needed to self-catheterize daily during their advance trial, they reported increased catheterization over the prior week. The clinical specialist assisted the patient in adjusting device settings and advising to follow up in one to two weeks if further adjustments were needed. The patient's recurrent utis were noted to have begun prior to implant of their system and their physician believed they may continue to experience utis until retention symptoms are better managed and therapy settings optimized. No further patient complications were reported.

Manufacturer narrative:
Date of event (b3) - date is approximate product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional # p190006 block d4: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Based on this investigation, the investigation conclusion code of 'known inherent risk of device' was chosen as the allegation relates to urinary tract infection, pain, and urinary retention which is addressed in the product labeling and risk documentation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use. Block e1: initial reporter address has been updated based on additional information provided on (B)(6) 2025. Block h11: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.